Manufacturer narrative:
Product is no longer available to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 371 mg/dl (system 1) and 105 mg/dl (system 2). The results were obtained using the same vial of test strips.